Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) failed its self test.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) failed its self test during pre-use check. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, e1 (site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h10, h11. Corrected fields: d4 (catalog, version or model, unique identifier). Additional information: event site email : (B)(6). It was reported that during pre use check the cs300 intra-aortic balloon pump (iabp) was failed self test. Getinge field service engineer (fse) evaluated the unit and he could not able to replicate the issue. Unit passed safety disk leak test. K6, k7, k8 safety disk test and pneumatic performance test. Safe for use. There was no patient involvement.